Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interference lines involving an olympus rigid video laparoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image not displayed. A root cause could not be definitively identified. However, based on the results of the investigation, the malfunction is most likely attributed to a failure of the charge-coupled device (ccd). This component failure is considered the probable cause of the interference lines and the absence of image display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.